Event description:
It was reported that the patients' left hip was being revised due to recurring dislocation. The surgeon noted black metallic debris on the taper. The surgeon tried for 2 hours to disassociate the proximal body from the conical distal stem but was unsuccessful. The surgeon had appeared to do a thorough job of removing the bone from the proximal body. Two extraction instruments designed for this process were destroyed while attempting to disassociate the devices.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).

Manufacturer narrative:
An event regarding dislocation involving a resotration modular hip system was reported. The stem subcomponent of the restoration modular is placed in the patient's femoral canal to provide distal stability to the femoral construct. It is not involved in postitioning of the femoral head, this function is performed by the proximal body subcomponent. There is no indication that the stem component influenced the reported dislocations.

Event description:
It was reported that the patients' left hip was being revised due to recurring dislocation. The surgeon noted black metallic debris on the taper. The surgeon tried for 2 hours to disassociate the proximal body from the conical distal stem but was unsuccessful. The surgeon had appeared to do a thorough job of removing the bone from the proximal body. Two extraction instruments designed for this process were destroyed while attempting to disassociate the devices.